Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. A potential root cause for this failure could be "machine error". An orange coude catheter was returned opened without original packaging. The coude tip was noted to be completely straight. The catheter tip was lined with the edge of a meter stick and was noted to be completely straight. The product does not meet specification which states "accept any curve unless catheter is completely straight. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related. The actual/suspected device was inspected.

Event description:
It was reported that intermittent catheter were straight and not curved. It was further mentioned that out of 111, 79 of them were not working. Per follow up call on 24may2021, customer stated that intermittent catheter were straight and really flimsy. They fold over on the end and did not go into the bladder and also added that out of 190 catheters, almost 79 would not work.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that intermittent catheter were straight and not curved. It was further mentioned that out of 111, 79 of them were not working. Per follow up call on 24may2021, customer stated that intermittent catheter were straight and really flimsy. They fold over on the end and did not go into the bladder and also added that out of 190 catheters, almost 79 would not work.